Event description:
It was reported that during a percutaneous coronary transluminal angioplasty intervention and stenting procedure, the balloon catheter and guide wire stuck together. The 99% stenosed lesion was located in the second obtuse marginal. Vascular access was obtained in the right femoral artery. The physician advanced a 1.5x9 maverick otw balloon across the lesion, however, the maverick was not inflated and the balloon was removed and replaced with a 3x15 maverick rx. The 3.0 x 15 maverick was inflated twice and removed. Next another MFR's stent was advanced to the lesion, however, the physician removed the stent. Another MFR's stent was placed in the lesion. A 3.5x15 maverick was advanced, however, it could not cross the lesion. Next the physician attempted to cross the lesion with a 3.0 x 15 maverick rx, but was unable to cross the lesion. The physician then attempted to cross the lesion with a 3mm x 20mm x 143cm sterling es otw balloon, however, the attempt was unsuccessful. The physician then inserted the maverick2 monorail ptca catheter across the lesion, however, the catheter stuck to another MFR's guide wire, so the physician removed the maverick and the guide wire as a unit. The balloon was removed intact. The physician successfully completed the procedure with an unspecified sterling balloon. No pt complications were noted and the pt's status was noted as "fine".

Manufacturer narrative:
(B)(4).